Event description:
Meter was prompting a not ok message when the meter is powered on. It is not known how long the patient was unable to test on the meter. Patient contacted patient's physician for advice and was given phone advice. Patient took patients oral medication for diabetes. No injury or harm alleged. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction. Howeverm there is no evidence of a serious injury. A new meter is being sent to the patient.